Manufacturer narrative:
A getinge service engineer evaluated the unit and confirmed failure. The fse states screen helium tank indicator not shown and main board defective which was checked from a another iabp unit. The main board was replaced by the fse and functional and calibration were performed. Unit was returned to the customer.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported during a routine check, the cs300 intra-aortic balloon pump (iabp) had an error maintenance code# 5. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.